Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device had the bottom plate coming off and the cord had a cut. It was further determined that the housing was broken where the bottom plate was attached and the cord was cut with the wires exposed. It was determined that the cut in cord was consistent with mishandling of the device by allowing the cord to come in contact with a sharp object which punctured the cord or by exerting extreme force on the cord during cleaning or use. It was further determined that the issue with the bottom plate was consistent with mishandling by dropping or hitting the device against something breaking the bottom plate off. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the bottom plate was coming off and the cord had a cut on the foot control device. During in-house engineering evaluation, it was observed that the housing was broken where the bottom plate was attached and the cord was cut with the wires exposed. According to the reporter, the event occurred in central sterile. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.